Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. It was noted that the bag/vent switch was sticking, affecting mechanical ventilation. The control panel was replaced. No report of patient involvement.

Event description:
The hospital reported the unit failed the preoperative leak test. There was no report of patient involvement.